Manufacturer narrative:
(B)(4). The complaint for system error 2267 is confirmed due to the use error described by the home patient?s nurse. A loose connection was found and introduced air into the disposable set. The root cause was a loose connection. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510 number will not be provided in the emdr, because the product code is unknown at this time.

Event description:
The customer contacted baxter's service center regarding a system error 2267, which occurred on the homechoice (hc) during fill 2 of 3. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated the home patient (hp) left one of their lines loose to a solution bag and a leak occurred. Then an alarm occurred and introduced air into the setup. The rn spoke to the hp and informed the proper procedure of performing therapy. The rn stated there has been no injury or medical intervention.